Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited erosion, burning and itching sensations. All available information indicates that as of this time, the crt-d remains in service. There were no additional adverse patient effects reported.